Manufacturer narrative:
(B)(4). D10: cat# 00877503603 lot# 3084105 bioloxâ® delta, ceramic femoral head cat# 00785701300 lot# 65937931 femoral stem cemented cat# unknown shell g2: foreign - event occurred in south korea. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately three months post-implantation, the patient underwent a hip revision due to dislocation. All components revised. Attempts have been made and no further information has been provided.